Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-68- user did not insert code key. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for e-8 past adverse event accompanied by symptoms. Caregiver is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer feels well at time of call but did report symptoms of collapsing prior to today's date. Medical attention is reported as a result of reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed non-fasting by the customer and produced test results of 95 mg/dl non-fasting using true track meter. The test strip lot manufacturer's expiration date is 04/30/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Caregiver explains when she came to see him, she found him collapsed on the ground and called 9-1-1. Per caregiver, customer was hypoglycemic and collapsed on the ground. Customer went to the hospital and was diagnosed with hypoglycemia. Caregiver refused to provide information such as, time and date of incident, lab results and glucose meter being used at the time. Customer is feeling fine at the time of call. No other medical attentions reported at the time of the call.